Manufacturer narrative:
(B)(4). Device was used in a calcified vessel. Per the instructions for use: do not deploy the clip in areas of calcified plaque. Visual and functional inspections were performed on the returned device. The reported clip remaining at the distal end of the sheath was not confirmed; however, a thumb advancer/sheath split issue was observed. The investigation determined the noted thumb advancer/sheath split issue appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. It should be noted that the starclose se instructions for use states: do not deploy the clip in areas of calcified plaque. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to filing of the initial medwatch report, additional information was provided: arteriotomy closure of the moderately calcified right common femoral artery was attempted using a starclose se device with a 6f sheath after percutaneous transluminal angioplasty. After advancing the thumb advancer, the clip got stuck in half of the sheath during release. The safety release button was then used to close the locator wings and to remove the device from the anatomy. Manual compression was applied to achieve hemostasis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a starclose se device after an interventional procedure. Reportedly, an unknown starclose se issue occurred. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.